Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that during first fitting the pt had no hearing sensation. X-ray were performed after the first fitting and they saw that the electrode was inserted in the hypotympanum. On (B)(6) 2011, the pt had a resurgery to insert the electrode in the cochlea. Pt still has no hearing sensation during the new activation.